Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient still has not been able to coordinate an appointment with the rep. The patient said that he wanted the thing taken out. The patient said that the hcp office said the rep needed to call them to set up the appointment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. For the past couple months the patient has been having a problem. They have pain where the device is. It is a burning pain. The patient indicated that it may not have anything to do with the device. They have tried to adjust the stimulation by increasing and decreasing it and turning it off all together but it doesn¿t seem to do anything. During the call, the patient programmer showed stimulation on program 1 at 1.8 volts and a rate of 8. During the call they checked and the patient doesn¿t have any other programs to try switching to. When the patient tried to lower the rate, they yelled out that they got a hot sharp pain like a shock. They get those every once in a while. The patient mentioned falling quite a few times in the last year. The patient also noted that the device doesn¿t seem to have helped their pain. This has pretty much been the case since implant. It is sort of like the tens unit they used to wear and they wouldn't mind having the device taken out. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The patient was calling to request the number for the healthcare professional (hcp) to call. They went to the hcp on (B)(6) 2019 but just need the number for the doctor to call. Patient services redirected the patient to follow up with their hcp. Additional information was received from an hcp on (B)(6) 2019. The caller stated that the patient thinks the device moved or something. When technical services asked for clarification, the caller stated that they never had it programmed or never turned the unit on as the patient doesn¿t know how to use it. The caller was transferred to have a manufacture representative (rep) paged. No further complications were reported/are anticipated.